Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation a faulty igniter caused the lamp to fail. However, a specific cause of faulty igniter could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center was unable to confirm the reported event during inspection and testing. However, upon further evaluation of the returned device, error code e103 irregular lamp ignition due to faulty igniter was noticed. The investigation reported that the lamp was close to its lifespan. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera iii xenon light source exhibited error code indicating a potential lamp issue. Upon inspection and testing of the customer returned device, the device exhibited error code e103 irregular lamp ignition due to faulty igniter. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.